Manufacturer narrative:
Correction: updated h6 coding and b5.

Event description:
It was reported that the patient presented for lead implant procedure. During implant, the lead was initially placed and screwed into right ventricular (rv). The lead exhibited high capture threshold. The physician unscrewed the lead and repositioned. After repositioning, the lead exhibited low impedance and failure to capture. No abnormalities were noted on the lead; however, lead damage was suspected. The physician elected to not use the lead, and a new lead was implanted. There were no patient consequences.

Event description:
It was reported that the patient presented for lead replacement procedure. During implant, the lead was initially placed and screwed into right ventricular (rv). The lead exhibited high capture threshold the physician unscrewed the lead and repositioned. After repositioning, the lead exhibited low impedance and failure to capture. The physician explanted the lead and replaced with a new lead. There were no patient consequences. The patient was in stable condition throughout the procedure.